Event description:
Customer reportedly rec'd result in the high 100's (mg/dl) and result in the 90 mg/dl range within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.